Event description:
It was report that the patient's lead is broken at the level of the platysma just under the sternocleidomastoid and this occurred about a year after implantation. Also, recently the patient has complained of zinging and discomfort. A review of device history records was performed and revealed that the lead passed quality control inspection prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Adverse event; corrected data; initial report inadvertently left event type. Outcomes; corrected data; initial report inadvertently left out outcomes attributed to the events. Describe event; corrected data; initial report inadvertently omitted information known prior to submission. Explant date; corrected data; initial report inadvertently omitted the explant date.

Event description:
Patient underwent a full explant (generator and lead). The explanted products were discarded. No other relevant information has been received to date.